Event description:
The rptr stated that a "post open heart pt on multiple IV vasopressors, anesthesia typically uses a rigid tubing with multiple stopcocks to administer drugs in or and sends pt back to ICU with stopcock attached. Tubing broke a connector; vasopressors not reaching pt while nurse reconnected all drips to a 3-way connector. Pt bp to 30 systolic during event. Distribution also had 4 other identical prods sent to them stating the luer lock does not hold. All remaining items of same lot # have been pulled from stock. Pt ultimately died, however, not as a result of this event.